Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate results of "33 mmol/l" on the lfs meter and "5.6mmol/l" on a onetouch ultramini meter. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The test strips involved with this complaint have been returned to lfs and evaluated by product analysis (pa) on 06/3/2013 with the following findings: the test strips passed all testing with no faults found. The subject meter was also returned on 05/29/2013 however evaluation has not yet been completed, therefore no conclusions can be drawn at this time. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (6/15/2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis on 5/15/2013 and 6/3/2013, respectively, with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 (07/11/2013)-device evaluation: the analysis of the subject meter was completed on 07/09/2013 by lifescan product analysis with the following findings: the reported complaint of inaccurate results could not be reproduced during investigation. The meter functioned normally and no issues were found that could cause or contribute to the reported issue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.